Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported that due to this, the customer experienced a loss of consciousness. The customer was taken to hospital where the customer was treated with antibiotic-saline infusion (which caused reaction of swollen tongue and face) and prednisolone acis. The customer additionally noted a sensor reading of 'lo' (< 40 mg/dl) against unspecified capillary meter result of 156 mg/dl, taken at unknown time in relation to event. It cannot be confirmed whether or not the reported event was related to the reported sensor issue as the customer did not report of diagnosis or emergent diabetes-related treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 3mh0087z2m8 has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section h4 (device mfg date) was updated from 10/11/2021 to 10/4/2021. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported that due to this, the customer experienced a loss of consciousness. The customer was taken to hospital where the customer was treated with antibiotic-saline infusion (which caused reaction of swollen tongue and face) and prednisolone acis. The customer additionally noted a sensor reading of 'lo' (< 40 mg/dl) against unspecified capillary meter result of 156 mg/dl, taken at unknown time in relation to event. It cannot be confirmed whether or not the reported event was related to the reported sensor issue as the customer did not report of diagnosis or emergent diabetes-related treatment. There was no report of death or permanent injury associated with this event.